Event description:
It was reported that the ventilator overheated (electrical burning smell), fan stopped working, and ventilator shut off. Respiratory technician did not recall whether alarms were present. Pt was manually ventilated and switched to another unit. There was no pt injury as the result of this incident.